Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, during the update from g4 to g5 the receiver shut down and would not power back on without a paperclip reset. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
"The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded data log found screen error alarms and firmware errors. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined."